Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized with low blood glucose. It was stated that the customer was unresponsive and was taken to the hospital by the paramedics. Blood glucose at the time of the incident is unknown. Troubleshooting was performed and found that the drive support cap is normal. Last set change was on (B)(6) 2017 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as the status screen. The device was not exposed to a magnetic field. Blood glucose level at the time of the call was 27 mg/dl. The customer was wearing the insulin pump at the time of the admission but not at the time of the call. She was being treated at the hospital; detail of treatment is unknown. The nurse reported that the insulin pump alarmed battery out limit after changing the battery. She was assisted with clearing the alarm and completing the rewind/prime process. The device will not be returned for analysis.